Manufacturer narrative:
The device was received for evaluation. The visual inspection by naked eye of the product showed the product wet. A leak test of the dialysate side were performed and a was observed. The product had a crack in the welding zone. The reported condition was verified. The cause was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one (1) unit of polyflux 140h, an external fluid leak was observed at the cap. There was no patient injury or medical intervention associated with this event. No additional information is available.